Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000482, serial/lot #: -, ubd: unknown, UDI#: unknown product ID: bi71000482, serial/lot #: -, ubd: unknown, UDI#: unknown work order complete: h3, h6) the manufacturing representative went to the site to test the imaging system. It was reported that one of the power input fuses was open on the mobile viewing station (mvs) power board. The site has had an issue with the wall power outlets. The fuse was replaced and the system powered up normally. The system passed all testing. A0719: applicable to mvs was spontaneously shutting down a110201: applicable to would not power back on. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that the mobile viewing station (mvs) was spontaneously shutting down during a case, and it would not power back on. Troubleshooting was performed. The umbilical cable was reseated and the system was rebooted, but issue was unresolved. The site proceeded by using another imaging system. There was no impact on patient outcome. It is unknown if there was a delay to the procedure.

Manufacturer narrative:
H2) additional information in section b5. H2) a1-a4) patient information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a delay of "maybe" 10-minutes to switch the machines.